Event description:
It was reported that during a thoracoscopic procedure, a foreign material was observed on the endoscope image while the endoscope was inserted into the intubation tube. Per the reporter, " closer inspection and retrieval, it appeared highly likely to be a piece of the endoscope¿s adhesive section". The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.